Event description:
It was reported that the cord to the zimmer electric dermatome was shorting out. No add'l clinical info was rec'd prior to this report.

Manufacturer narrative:
Beginning may 31, 2012, us and (B)(6) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer electric dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 8/31/1995 and was last repaired on 12/18/1998 for a non-related issue. Investigation revealed that all width plates except for the 2" width plate were non-zimmer parts. The handpiece contained a power cord and switch that were both non-zimmer parts. The thickness lever and reciprocating arm were older style components. The device did not operate, and there was damage to the head and control bar. Prior to repair, the device was outside calibration specifications at all thickness settings. In post-repair, the motor and switch displayed excessive corrosion and did not operate. Modification of the device by the customer most likely caused the device to be incorrectly prepared for use, causing the customer's reported event as a result. In addition, lack of preventative maintenance and improper handling likely caused the lack of calibration of the device and contributed to the corrosion of the motor, as well as caused the damage to the head and control bar. The device was serviced and returned to the customer.